Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 17, 2007, the lay-user/pt contacted lifescan alleging that her one touch basic meter was intermittently giving a "clean test area" (cta) message. The pt tests her blood glucose 3 times a day. She takes "metformin" and "gilpizide." On an unspecified date/time, the pt started experiencing the alleged cta issue. The pt indicated that she was unable to test her blood glucose regularly for "a couple of weeks". The pt then decided on her own to stop taking the oral diabetic medications. The pt only took the medications whenever she was able to get the meter to work. The pt also tried to avoid eating anything with a lot of sugar. During the time of concern, the pt started feeling really sleepy. At one point, the pt slept for almost 2 days. The pt was advised by an unk source to visit her dr due to the sleepiness. The unk source informed her that the sleepiness was abnormal. In the dr's office, the pt's blood glucose was tested on an unidentified device and a result of "500 or 501 mg/dl" was obtained. The pt was advised to take her oral medications while in the dr's office. She was advised to stay in the hosp but the pt refused. The pt was released from the hosp after a few hours when her blood glucose decreased to an unspecified level. The pt was improperly cleaning the optic area of the meter by using alcohol. The cta issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the pt alleges she was unable to test consistently with the meter for a couple of weeks because of the cta message and during this time she developed symptoms suggestive of hyperglycemia after stopping her medication, sought medical attn, and rec'd a reading of over 500 mg/dl in a dr's office.